Event description:
Customer reported she experienced high blood glucose. Customer stated that she has changed the infusion set and reservoir 3 times and has treated with the insulin pump and manual injection and blood glucose was not being reduced. Blood glucose value is 450 mg/dl. Customer felt thirsty and exhausted. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Multiple no delivery alarms found in the history. Cannula is not bent or occluded. Alarm was resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.